Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who reported the alleged malfunction. The customer swapped the device with a known good device. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has a constant "speaker malfunction" error message, and it is not making any sound. The device was in use on a patient at the time of the event, there was no adverse event reported.